Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that ruptured after implantation. Bilateral rupture was confirmed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. Another MRI performed post-explantation showed that her lymph nodes contained silicone in the axilla. There were a moderate number on the right, and several on the left. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11/04/2019, mentor received additional information about the event. The suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).